Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event, "foreign matter came of the nozzle", was confirmed. Therefore, the device did not meet its specifications nor function. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed since the reprocessing was not conducted properly per instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions for gif/cf/pcf-290 series, operation manual, chapter 3 "preparation and inspection" describes how to detect the subject event; instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)" describes how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colono-videoscope exhibited foreign material exiting from the air/water nozzle. There were no reports of patient involvement.